Event description:
It was reported that the device was in use with patient when the attached pump gave an alarm with displayed message of "no disposable- clamp tubing". No adverse effects to patient reported.